Event description:
Boston scientific received information that the transvenous right ventricular (rv) lead became damaged when the physician did not loosen the distal setscrew of this pulse generator before tugging on the lead. This device was being explanted without allegation for normal battery depletion. The terminal pin of the rv lead was noted to have pulled off when removing the lead from the device header. It was also noted that the rv lead had had ventricular normal measurements prior to the changeout. There were no reported adverse patient effects.

Manufacturer narrative:
The rv lead was surgically abandoned as a result. If new information were to become available, this report will be further evaluated and updated.